Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. A review of the data logs indicated that the sensor session began on 11/9/2025 at 8:54 am with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to sensor expiration on 11/19/2025. There were no bg calibrations attempted during the sensor session. On the date of the reported event (11/17/2025) the estimated glucose values (egvs) were within the target range the entire day except for one period of time (8:29 pm) when the egvs were falling quickly and triggered an urgent low soon alert. This alert started at 10 percent audio volume and progressed to 50 percent then 100 percent, for 15 minutes before auto clearing when the egvs stabilized and began to rise. The alert performed as intended and there were no malfunctions recorded on the incident date. The allegation and probable cause could not be determined.

Event description:
It was reported that an unspecified malfunction occurred. It was reported that the patient was hospitalized twice while being in an active sensor session. This report is to document the second hospitalization event. The patient stated that on (B)(6) 2025, they experienced jumpy readings. The cgm reading was 300 mg/dl (no fingerstick taken), and an hour later while he was teaching a class, he saw that his reading jumped down to 40 mg/dl. The patient felt nauseous but did not go to the hospital. No treatment was reported from that day. On (B)(6) 2025 (the patient was wearing a different sensor that time), the patient was hospitalized and alleged that this was due to the incident that occurred on (B)(6) 2025. It is unknown how the patient alleged that these events were related. It is unknown how much time the patient spend at the hospital. The patient was then hospitalized again on (B)(6) 2025 and alleged again that this was due to the incident that occurred on 2025. The patient mentioned a diabetic coma but it is unknown how this was related to the event, and at what time this would have occurred. No treatment was reported by the patient. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The patient reported two events of hospitalization. This is 2 of 2 reported events. Related complaint: (B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.